Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient is not getting any stimulation and is being referred for system explant. The battery is dead. The patient states that they have no relief after multiple programs. The patient has not been compliant with recharging in the last year. The date of explant is unknown. There were no further complications reported or anticipated.